Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 24ga 0.75in y catheter broke / separated after placement we again had an incident with a nexiva catheter, this time with above mentioned reference. Normally my colleague kelly wouters is the account manager of this article, but she is on vacation. Can you tell me what the next steps are? Can you give us a brief description of the problem identified? After placing the IV catheter, the patient continued to notice that this catheter hurt a lot. It is a patient for monthly IV administration so she has some experience. Then decided to remove the catheter to place a new one. Part of the catheter remained in the patient, after which surgical removal of the remaining piece was necessary.

Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of catheter broke/ separated after placement was confirmed upon inspection of the sample. Analysis of the sample showed the catheter tubing was broken. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The broken edge of the catheter appeared to have a cutting mark, which indicated that it could have been cut by a sharp object, unrelated to the manufacturing process. It is recommended to follow the instructions for use to not use scissors or other sharp instruments at or near the insertion site.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of catheter broke/ separated after placement was confirmed upon inspection of the photos. It was observed that the nexiva product was used, and the catheter tubing was broken. The broken edge of the catheter appeared smooth in the photo, which indicated that it could have been cut by a sharp object which is not related to the manufacturing process. It is recommended by the instructions for use (ifus) not to use scissors or any other sharp instruments at or near the insertion site. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.